Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer. The video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and confirmed the image failure; the baton intermittently displayed a pixelated image when connected to known, good, test equipment. The technical service representative also noted that the lens cover was cracked. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to baton failure. Since the glidescope video baton 2.0 large is not repairable and a replacement was already provided to the customer, the video baton 2.0 large used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the baton was causing the video to flicker whenever it was moved. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.